Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked reservoir tube, cracked battery tube threads and missing the reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has fallen out of the insulin pump compartment and has led to high blood glucose of 500 mg/dl. Customer indicated that a piece of the insulin pump compartment is missing from the top. Troubleshooting was done for keypad and alert but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.